Manufacturer narrative:
Additional information received. H6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
Additional information received on 1-nov-2022 via email and attached to complaint object:?patient details updated

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the patient 2 disposable sets were giving the patient a high-pressure alarm on the pump. The pump was not connected to the patient at the time of the alarm and the patient checked the tubing for any visible sings of kinks. The patient was advised to replace the disposable supplies with new ones and was able to continue the infusion. No patient injury was reported.